Manufacturer narrative:
Initial reporter name and address: (B)(6). Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The recommended sheath size as per pcb2cm specification ps3010 for this device is a minimum 6fr. The customers 6fr introducer sheath was not returned for analysis. The investigator was unable to advance the device through a boston scientific 6fr sheath due to a pinhole in the balloon material preventing negative pressure being applied to the device. A visual and microscopic examination was performed on the returned device. It was noted that one entire blade and blade pad was completely detached from the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. The detached blade was not returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
Reportable based on device analysis completed on 21jun2022. It was reported that the sheath got separated when used together with a cutting balloon. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the sheath was torn by the cutting balloon. The procedure was completed with another of the same device. There were no complications reported. However, device investigations revealed that one of the blades had completely detached from the balloon material. Also, a balloon pinhole located approximately 3mm distal of the proximal markerband was noted.